Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a lower sternal wound infection and abscess. Wound and blood cultures were taken, and imaging was done. The patient was given antibiotics and was awaiting cardiovascular surgery to decide on debridement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2025 and had a raised area around the xiphoid process. Cultures were obtained, but no growth was noted. The infection was treated with intravenous (IV) antibiotics. The patient was stable and ongoing support. They were discharged on (B)(6) 2025